Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.

Event description:
A service request was requesting replacement parts for faulty "rfu and usb pca assy.". The rfu (ready for use indicator) provides a constant status update, indicating when the heartstart xl+ is ready for use. There was no pt involvement.